Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient rate to ventricular tachycardia (vt) after anti-tachycardia pacing (atp) was delivered. A shock was delivered to convert the arrythmia. The ICD was found to be operating as intended. This device remains in service. No additional adverse patient effects were reported.